Manufacturer narrative:
One non sterile smart control, iliac 8x100ml was received coiled in a plastic bag. The locking pin was received inside of a small plastic bag and did not present any anomalies visually. The stent was received at the original position. No other anomalies were found. The locking pin was inserted in the correct location in the handle, no discrepancies were found, the pin is functioning correctly because it was not possible to move the release dial of the slider with the pin in. The reported failure by the customer was confirmed due to the received condition. It is not possible to determine the time or cause of this condition. The device did not present any obvious indications of manufacturing defect or anomaly that could be contributed to the events as reported. The records indicated that the product met specification prior to shipment. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. There are no indications that the complaint is related to manufacturing process. Visual controls exist to secure the assembly of locking pin in the handle and detect this type of discrepancies. With the information available, it is not possible to draw a clinical conclusion between the device and the event.

Event description:
The locking pin was already removed and not in place when the product was taken out of the sterile pouch. It was unknown if the pin was removed while the product was taken out or during the transportation. The pin was still in the packaging. The product was not clinically used. There was no damage to the packaging and no difficulty removing the product from the packaging.